Manufacturer narrative:
The reported events of premature discharge of battery, inability to capture, and inability to interrogate were confirmed. The device was received with no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at end of service level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power souse. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported events of premature discharge of battery, inability to capture, and inability to interrogate were confirmed. The device was received with no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at end of service level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power souse. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the pacemaker is subject to the 2021 assurity and endurity pacemaker safety notification. It was noted that the pacemaker had reached the normal elective replacement indicator (eri) on (B)(6) 2022 after 7 years but end of service (eos) was reached a few days later on (B)(6) 2023 and the device was unable to be fully interrogated. Premature battery depletion was suspected. The device could no longer capture and was failing to pace. The patient was an inpatient in hospital. The device was explanted and replaced. The patient tolerated the procedure well and returned to her room in a normal, stable, hemodynamic state.